Manufacturer narrative:
Date of event: the day of the event is unknown. (B)(6) 2019 was the date a bsc employee first became aware of the event. Therefore, a date of (B)(6) 2019 has been entered as the event date to represent the event occurring on an unknown day in (B)(6) 2019. Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. A guidezilla ii catheter guide and promus premier stent were used during a complex procedure in a very tight lesion. While attempting to pull back a non-deployed promus premier stent through a guidezilla ii, the stent came off the balloon. The procedure was completed and no patient complications were reported in relation to this event.